Event description:
Reportedly, during past follow-up visits, the physician encountered several episodes of oversensing relative to the subject lead. A re-intervention was performed to replace the lead. It was indicated that the lead was completely destroyed so it was not returned for analysis. Furthermore, it was indicated that following the re-intervention it was noticed that the atrial lead had dislodged so another re-intervention took place to correct the issue.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.